Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: the alarm history showed multiple consecutive ¿cs054/cs052/cs012¿ alarms on (B)(6) 2016. The returned battery cap top coin slot is damaged; however, the threads are intact and was able to fit securely. On investigation, the pump powered on with proper auditory and vibration function; however, the display screen remained blank; the reported ¿blank screen¿ complaint was confirmed. The pump¿s cover was removed; no intermittent condition was found to the display circuit. During testing, the u17 slave processor upload was unsuccessful. Therefore, a u17 slave processor failure is concluded. Unrelated to the original complaint, the battery compartment was noted to be cracked.